Event description:
Invacare sling allegedly came loose from the hook and resident fell. End user allegedly fractured her leg in two locations.

Manufacturer narrative:
The complaint, as received, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the patient, properly used, sling loops will not come off the hook as described. User guides are clear in instructing as to the proper and safe use of the product. This incident is viewed as used error issue and not a product problem. Returned is not anticipated, product is still in use.